Event description:
I got the essure which is a permanent birth control procedure done on (B)(6). Since the day I have gotten this done I have had major pain and complications with bleeding. I am uncomfortable on a daily basis and some days it is severe. I have a surgery scheduled for (B)(6) to get my tubes removed now because that's the only thing to do in order to feel better.